Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00mm x 12mm synergy drug-eluting stent was advanced fro treatment. However, it was noted that the stent got lifted. The device was simply pulled out and completely removed from the patient. The procedure was completed with a non-bsc device. No patient complications were reported.